Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to contamination on the sensor connectors. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional info was provided.